Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - abscess.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient's husband brought the patient to the hospital for pneumonia (unrelated to the dexcom device). She was treated for seven days, until (B)(6) 2024. On that day, as she was preparing for discharge, her nurse assisted her in removing the sensor and discovered a skin infection underneath the patch. There was redness, burning, and a pimple-like lesion that had erupted in the sensor area, along with an abscess at the insertion site. The patient was advised to remain in the hospital for an additional three days, from (B)(6) 2024, for proper treatment. She was discharged after that period and confirmed that she was feeling fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.